Event description:
Customer called to report a leak inside the coulter ac.t differential analyzer. Customer stated that the white blood cell bath was not draining and was overflowing onto the counter. On the following day, the field service engineer (fse) inspected the instrument and found that the tubing through valve lv14 was twisted and kinked. The fse repositioned the tubing to prevent further kinking. The fse then verified performance of the instrument to ensure that the services performed effectively resolved the leak issue. Customer stated that patient samples and results were not affected by the leak, and that no one was exposed to or harmed by the leak.

Manufacturer narrative:
(B)(4).